Event description:
The generator and lead were received following the patient¿s death, reported in MFR report 1644487-2019-00862. During product analysis, high impedance was seen in the generator data. The high impedance was seen post explant, however as the impedance went from a high impedance value to a second high impedance value the first date of high impedance is unknown. Product analysis was completed on the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. High impedance was seen in the generator data after the patient¿s explant, however no good diagnostics are available to ensure the device functioned as intended. There were no performance or any other type of adverse conditions found with the pulse generator. Programming history was reviewed for the generator, and no anomalies were seen. There was no high impedance in the programming history. No additional or relevant information has been received to date.